Event description:
It was reported to target that, while the physician was pushing a gdc-10 soft coil into a catheter, the coil became lodged in the middle of the catheter. The dr pulled the coil again and found that there was less resistance. Upon inspection of the returned product on 5/11/98 it was discovered that the coil was detached from the pusher wire making this a med device report. The pt's hlth was not affected from the procedure outcome.